Event description:
It was reported by the rep that the (1) lcs15 was used during a laparoscopic nissen procedure. It was reported that the surgeon was using the device to transect the short gastrics and one of the vessels did not seal. The pt began bleeding and lost 1700cc of blood. The surgeon had to open to control the bleeding and to complete the procedure. The operating room time was extended by two hours and four units of blood were transfused. The hosp stay was also extended.